Manufacturer narrative:
The insulin pump had a button error alarm due to moisture on a keypad trace. There was no moisture damage found on the electronic assembly and motor. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that the pump had been put out in the rain. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.